Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. The date of death is estimated.

Event description:
It was reported that on (B)(6) 2025, a 22mm amplatzer amulet was successfully implanted. The device was able to be successfully implanted. The landing zone measurements found a max diameter of 17mm as found by both 2d-tee and angiography. It was noted that close criteria were satisfied as well as a tension test was performed. During the post-procedure assessment, a tte revealed that the prosthesis had embolized into the left flow tract. On (B)(6) 2025, percutaneous retrieval was attempted, but was unsuccessful. The patient ended up decompensating during the one the recapture attempts. It was then decided to perform surgical retrieval of the device. But the patient passed away the same day.

Manufacturer narrative:
It was reported that during the post-procedure assessment after an successful implant of amulet device, a tte revealed that the prosthesis had embolized into the left flow tract. A percutaneous retrieval was attempted two days after implant, but was unsuccessful. The patient ended up decompensating during recapture attempts. It was then decided to perform surgical retrieval of the device. But the patient expired the same day. Information from field indicated that the device size was determined through 2d-tee and angiography. Field also indicated that close criteria were satisfied as well as a tension test was completed. A returned device assessment could not be performed as the device was not returned for analysis. Requests were made for additional procedural details surrounding the case (e.g., operative notes, procedure imaging), however this information was not supplied by the site. Based on the limited information available, the cause of reported device embolization, cardiac arrest and patient death could not be conclusively determined. The reported surgical intervention was a result of case-specific circumstances as surgical retrieval of the device was performed after unsuccessful attempt of percutaneous retrieval. There were no complaints associated with any other devices from the lot. Based on the information received, there is no indication of a product quality issue with respect to labeling design or manufacturing of the device.